Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic after experiencing twitching and fluttering on left side periodically. The symptoms were reproducible while testing right ventricular lead threshold. There were few auto mode switch episodes with some p-waves falling into blanking. Patient is pacing <1%. Contributing rv pacing a few beats to going in and out of mode switching. Dc cardioversion was discussed. However, it was not scheduled as the patient was in sinus rhythm. Patient left clinic in stable condition without complaints. Patient will be monitored remotely through merlin.